Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an abdominal arthroplasty procedure on (B)(6) 2015 and mesh was implanted. Following the procedure, the patient developed an enteric fistula in the place where the mesh was placed, away from the suture. It was reported additionally that there was no interposition of muscle and additional multiple surgeries were required to treat the enteric fistula and to remove the mesh. The patient underwent multiple re-laparotomy procedures. It was also reported that the patient has severe health deterioration. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent an abdominal ventral hernia repair procedure on (B)(6) 2015 due to hernia of omphaloceles and mesh was implanted. On (B)(6) 2015, the patient developed an enterocutaneous fistula. The fistula was first noted on (B)(6) 2015 during surgery to remove the mesh. During this procedure, an extrusion of mesh visceral injury of 1.5 - 2 cm was found and the patient underwent mediation of injury with probe. During reoperation, it was found that the tissue of granulation was formed around the place. It was reported that the mesh was removed on (B)(6) 2015. On (B)(6) 2015, the patient underwent closing of the visceral injury. The surgeon opined that event occurred due to prosthetic mesh failure that caused the appearance of visceral injury. The patient is currently experiencing enteric fistula with moderate grade and acute malnutrition. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.